Event description:
The technician alleged the side rail will not raise to the latch position. No pt impact.

Manufacturer narrative:
The technician found foreign material in the hinge joint of the side rail preventing rotation. The technician replaced the side rail to resolve issue.